Event description:
It was reported that the external pulse generator was not working. No further details were provided to the biomedical department. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Side bail covers, upper case, and ring cover are broken. Side bails and ring are missing. Lower case is contaminated. Main printed circuit board is out of electrical specification. Battery flex is corroded. Battery contacts are compressed.